Event description:
A peritoneal dialysis (pd) patient's spouse reported finding a leak near the connection between the patient's catheter and the patient line during drain 3 of 6. There appeared to be a break near the pin. She tried repairing the connection, but was not successful. She discontinued treatment and contacted the patient's pd nurse. The set was retained and is being made available for evaluation. During follow up, the patient's pd nurse reported that his effluent remained clear. He did not have any signs of infection. He was prescribed one dose of prophylactic antibiotics vancomycin and fortaz. She reported that the patient is elderly with dementia and sun down syndrome. His wife reported he moved a lot that night and likely broke the connector himself while confused. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.